Event description:
The loaner device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, service found the adhesive on the forceps cover was peeling. This report is being submitted for the malfunction found during evaluation (peeling adhesive). There was no effect on a patient due to the event.

Manufacturer narrative:
During inspection and testing, service found the adhesive on the forceps cover was peeling. A review of the device history record found no deviations that could have caused or contributed to the peeling adhesive. It has been over eight years since the subject device was manufactured. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the peeling adhesive may have been caused by the same factors as the other damages; however, it could not be determined if the damages are attributed to stress or handling of the device, or some other factors. A definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to prevent the issue: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. In addition, the air/water inlet on the scope connector was leaking, the adhesive on the bending section cover was cracked, the universal cord was twisted and had deep scratches, and there was low tension in the right/left angulation knob. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.